Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple shocks. Upon review of the electrograms (egms) ventricular fibrillation (vf) with intermittent undersensing was noted. In the first episode three shocks were delivered and rhythm converted on the third shock. In the second episode two shocks were delivered with the patient's rhythm converting on the second shock. Boston scientific technical services (ts) was consulted and discussed the potential reasons for the undersensing and options for programming were reviewed. Subsequently the s-ICD was reprogrammed with lower detection rates for therapy zones. An x-ray was performed and found the generator is an anterior position. According to the field representative the physician did not think product placement was a contributing factor in the undersensing, however the cause of the undersensing remains undetermined. At this time no surgical intervention is planned and the patient will continue to be monitored.